Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level and the insulin pump had motor issue. The blood glucose level of the customer reported was from 180 mg/dl and sometime woke up with 45 mg/dl. The customer states that they were unable to rewind the insulin pump and also the piston was pushing the insulin pump out from the reservoir while inserting the reservoir in the pump. The customer treated low blood glucose level by eating. The customer declined troubleshooting for low blood glucose level. The customer was advised to disconnect from the pump and revert to the backup plan. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. The motor was tested outside the device and passed. No traces of moisture were found at the reservoir tube, electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. (B)(4).